Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 28-dec-2015 from health care professional. Patient did not show for removal or follow-up. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and according to the physician, the devices might have caused pain to the patient. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation; causality with the suspect device cannot be excluded. This case was initially considered an incident, since a surgical intervention was planned for essure removal. However, upon follow-up the intervention was not confirmed (patient did not show for removal or follow-up) therefore the case was downgraded to non-incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 27-aug-2015. Essure (fallopian tube occlusion insert) removal was reported. Product technical complaint (ptc) investigation result received on 13-sep-2015: ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this medically confirmed, spontaneous case report was received from a physician who reported essure (fallopian tube occlusion insert) removal. This event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided. Nevertheless; considering event's nature causality with the suspect insert cannot be excluded. Due to the possible surgical intervention for device removal; this case was considered an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 26-oct-2015: health care provider (hcp) follow-up questionnaire was received. Patient's initials, date of birth, weight and height were provided. She had no previous gynecological interventions. Patient's relevant medical history was also denied. Essure was inserted for sterilization. Patient was not in postpartum state at time of insertion. The insertion was easy per patient. Hsg (hysterosalpingogram) test was not performed. A CT scan performed on (B)(6) 2015 showed retroflexed uterus. When asked if the condition was caused by the essure device, hcp answered fallopian tubes lie low behind uterus at sacrum and devices may have caused pain. Essure coils were not removed yet. They are planned to be removed in (B)(6) 2015 by laparoscopy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who has essure (fallopian tube occlusion insert) device removal planned within a few weeks of this report. According to the physician, the devices might have caused pain to the patient. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation; causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.